Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system it is unknown whether the capsule had attached to the pt's esophagus. The capsule fell off of the delivery system when removed from the pt. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is rec'd from the hcp.